Event description:
Patient receiving tpn therapy at home. Patient received motor stall error and could not restart the pump. This caused a several hour delay in therapy as new device had to be delivered to the patient's home.